Event description:
It was reported that during infusion with cadd cleo infusion set, leaking was noted by the patient around the site. Patient was not sure what was leaking so changed the infusion set, location, tubing and cassette. There was patient involvement. No other adverse consequences were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.